Manufacturer narrative:
The customer returned camera head for the issue of "broken" and the user's request was confirmed as damage was discovered on the connector tip. A device history record review was completed, and no issues were identified. The user's request was confirmed, "broken." The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Based on the investigation, no non-conformances were found related to this complaint. No further escalation is required. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the high definition camera head was broken. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.